Event description:
It was further reported, the lesion being treated was moderately tortuous, calcified, 75% stenosed lesion located in the right coronary (rca) artery. The physician predilated with an unknown size balloon. The stent dislodged in the rca on the way to the lesion. The physician attemted to remove the stent with a snare wire, but was unsuccessful.

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a stent dislodgement occurred. The physician attempted to reach the lesion with a 2.75 x 28 mm taxus express2 drug eluting stent. However, the taxus stent was unable to cross the lesion. The stent dislodged and remains in the patient. The procedure was completed with another 2.75 x 28 mm taxus express2 drug eluting stent. No patient injuries or complications were reported. Patient status is listed as satisfactory/good.